Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced severe low blood glucose events over the past two months. During the most recent event, the patient lost consciousness and fell face-first. Paramedics arrived and documented the patient's blood glucose in the low 50 mg/dl range. The patient was treated with glucose tablets and glucose gel and was transported to the emergency room by ambulance. No further information available.